Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one dome bag was received with the inlet tubing, sample port connector, and temperature sensing foley catheter. Visual inspection noted no obvious defects with further testing required. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pinhole (0.013") in the balloon. No missing pieces were noted. This is a failure per procedure which states that pinholes in the balloon are not permitted. The active length of the catheter balloon was measured (0.7315") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling damaged (core pins). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments."

Event description:
It was reported that urine leaked from the urine bag. Place of the urine leakage was unknown. Duration of using the bag was not reported. Per additional information received from the ibc via email on 27aug19, it was reported that the user was unable to inflate the foley catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the urine bag. Place of the urine leakage was unknown. Duration of using the bag was not reported. Per additional information received from the ibc via email on 27aug19, it was reported that the user was unable to inflate the foley catheter balloon.